Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for an ablation procedure and programming changes were made prior to the procedure. During the ablation, the device began to pace asynchronously at 45 ppm and captured the heart. When the ablation procedure was successfully completed, the device worked fine. There were no adverse consequences to the patient.